Event description:
It was reported that there were some pixels stuck on the pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.